Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-loc clip applier instrument to perform failure analysis (fa). Fa did confirm the customer reported complaint and found the primary failure of a broken instrument input shaft. Input disk #4 was found broken inside of the housing causing the clip failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the large hem-o-lok clip applier instrument that was used during this reported event; therefore, failure analysis investigations (fa) could not be performed. A review of the instrument log for the large hem-o-lok clip applier instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2024 on system serial #(B)(6). The instrument had 97 uses remaining after last use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the large hem-o-lok clip applier failed to clip, and a large artery was damaged. The procedure was completed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.